Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Type of surgical procedure: spinal fusion it was reported that on an unknown date, intra-op, screwdriver was broken during a surgery. No patient complications were reported during this event.